Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed, and no anomalies were found. The exposed superior vena cava defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the right ventricular (rv) lead had varying and low impedances. The lead integrity alert (lia) triggered for sensing integrity counter (sic) and non-sustained episodes that were indicative of noise. Review of performance data indicated that alerts triggered due to out of range impedances on the superior vena cava (svc) coil and the rv coil. A fracture was suspected. The lead was programmed off and later explanted and replaced. During the revision procedure, visual inspection indicated twiddler¿s syndrome. No patient complications have been reported as a result of this event.